Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac t diff analyzer (ac t diff) was giving a hemoglobin (hgb) voltage failure message and that the white blood cell (wbc) bath was leaking. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) suggested the customer clean the outside of the wbc bath and cycle the instrument again. Customer reported that the ac t diff started up without errors and there was no more leak after they cleaned the bath and cycle the ac t diff multiple times.